Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was corrosion to the mid-section which caused heat and the nose tube was loose. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during the pre-testing process, it was observed that the attachment device was heating up. It was further reported that the tip was unscrewing on the device. There were no delays to the surgical procedure as an identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.